Event description:
Per the clinic, the rechargeable batteries for the sound processor were found to have swollen.the equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
The device is not available for analysis. This report is filed december 19, 2013.

Manufacturer narrative:
(B)(4).